Event description:
Boston scientific received information that the pacemaker dependent patient implanted with this device system endured an atrial fibrillation (af) ablation procedure. The device was reprogrammed to voo with tachycardia therapy programmed off. No pacing outputs were observed multiple times during the procedure, the longest lasting for five seconds . It was suspected that the ablation occurred too close to the superior vena cava (svc). The physician had considered implanted a temporary pacing wire, however, this was not performed. The procedure was complete and the patient recovered without incident.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.